Manufacturer narrative:
The getinge authorized distributor evaluated the iabp and determined that the pneumatic interface module( pim) was defective. The authorized distributor replaced the pim and performed compressor calibration which resolved the issue. Full functional and electrical safety tests were preformed to factory specifications and the iabp was returned to the customer for clinical service.

Event description:
A getinge authorized distributor reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) could not work and generated "autofill error" messages. It was further reported that it was confirmed that the pneumatic interface module (pim) was defective by swapping it with a working pim and that it was also suspected that the compressor was defective as well due to abnormal sound of it. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. A supplemental report will be submitted when additional information is made available. (B)(6).

Event description:
A getinge authorized distributor reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) could not work and generated "autofill error" messages. It was further reported that it was confirmed that the pneumatic interface module (pim) was defective by swapping it with a working pim and that it was also suspected that the compressor was defective as well due to abnormal sound of it. There was no patient involvement and no adverse event was reported.